Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of air aspiration when attempting to aspirate through the t-lock assembly luer was confirmed. The product returned for evaluation was one 5fr d/l powerpicc catheter. The sample was received with an inlaid stylet and attached t-lock assembly. The catheter appeared untrimmed. The wire had been partially withdrawn through the t-lock assembly. Microscopic inspection of the t-lock septum revealed gaps around the stylet wire. An attempt to infuse and aspirate water through the sample using a 12ml syringe revealed the sample to be patent to infusion without difficulty; however, during aspiration, air was withdrawn into the syringe. The air appeared to be aspirated through the t-lock septum. The complaint of air aspiration through the t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the sample return. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer, "regarding PICC insertion kits that recently have transitioned to newer style kits with a different extension set with the wire extending through the port. The new style t-port has a more concave style in which the wire feeds through.  Air entered the catheter at the t-port into the PICC and pulled back air as they retracted the t-port syringe. The PICC was immediately removed or clamped and managed without patient harm."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "regarding PICC insertion kits that recently have transitioned to newer style kits with a different extension set with the wire extending through the port. The new style t-port has a more concave style in which the wire feeds through.  Air entered the catheter at the t-port into the PICC and pulled back air as they retracted the t-port syringe. The PICC was immediately removed or clamped and managed without patient harm."